Manufacturer narrative:
(B)(4)

Event description:
The receiver data log was reviewed on 01/29/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative educated patient on possible causes of the loss of connection. During the time of contact, the issue was resolved. No additional patient or event information is available.